Event description:
Lot #90578009. Crrt car 500 filter high balance chamber alarm and high arterial access alarm noted while priming. This causes a delay in patient care and is a waste of nursing time. Crrt machine: 35421. Crrt car 500 filter. Lot: #90678009. Filter leaked during priming. Leaking noted from bottom of cvvh machine. This causes a delay in patient care and is a waste of nursing time. Car 500 filter. Lot number 90578009. Crrt cartridge noted to be leaking at bottom of filter. This causes a delay in care for the patient and is a waste of time for the nurse. Lot number: 90678009. Machine number: 35422. This was reported to nxstage for a credit. They are supposed to send a box to return the filter.